Event description:
The rep reported the hcp had accessed the pump for refill and was able to aspirate the appropriate amount of drug from the device. During refill, it was noted that 6cc of drug had been put into the pocket; the hcp saw clear fluid in the pocket. The hcp attempted to remove as much drug as possible from the pocket and the physician was notified of the pocket fill; the pt was admitted to the ICU for overdose and was discharged after six days. The drugs used in the pump were 35 mg/ml dilaudid, 16 mcg/ml clonidine and 80 mcg/ml baclofen. The pump was refilled by the physician within 24 hours of the event. The pt reportedly suffered a myocardial infarction. One week after discharge in 2007, the rep reported the pt is back to "normal." Additional information has been requested from the physician.